Manufacturer narrative:
There is no sample or lot # to investigate. If the sample or lot # becomes available, a follow-up report will be sent.

Event description:
The incident was reported as: during a procedure the bullet became detached from the suture inside the patient. The physician left the bullet in patient. No patient injury reported.